Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with osteoarthritis (kellgren and lawrence grade 3, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from 10/1997 to july 2010. The pt's medical history was significant for previous use of three courses of synvisc (it was reported that age at the time of first course was (B)(6)). On (B)(6) 2003, the pt initiated treatment with first injection of fourth course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in left knee. The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis in left knee for which the pt received treatment with xylocaine (lidocaine) and intra-articular betamethasone. On an unspecified date in (B)(6) 2003, arthrocentesis was performed and 13 cc of clear yellow fluid was aspirated from left knee. On (B)(6) 2003 (after 5 days), the pt recovered from the event of synovitis of left knee. The pt's outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was assessed as mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and did not provide the causal relationship with the event of left knee effusion. Follow-up info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and a review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.